Event description:
Information was received from a consumer regarding a patient receiving morphine with an unknown dose and concentration via an implantable pump for spinal pain. It was reported on (B)(6) 2016 personal therapy manager (ptm) showed code 8286. Code was reviewed and meant empty reservoir. It was noted patient was due for a refill, and refill was missed. Refill was scheduled for today ((B)(6) 2016), but healthcare professional (hcp) office called and changed the refill appointment until tomorrow ((B)(6) 2016). Patient was redirected to hcp for refill. It was noted that refill was already scheduled for tomorrow ((B)(6) 2016). Patient was to follow up with hcp and was redirected to hcp regarding code on ptm. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.